Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). During the on-site investigation performed by our field service engineer, evidence of fluid was found in the ventilator. The fluid was dried out and no parts were replaced in the ventilator. After this corrective action, the ventilator pre-use check was again successful and the ventilator was put back in clinical service. According to service manual, there can be different reasons for a failed internal leakage test. The test log confirms leakage situations, as was initially reported. The technical log does not show any error related to the issue. We have not been able to establish if there was a correlation between a failed test and the evidence of fluid. There shall be no detection of fluid in the ventilator.